Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient has been trying to get her stimulator to help, but it just won¿t do anything. It quit, and it won¿t do anything for the patient. The patient indicated that she is able to charge the implant and everything, but nothing can just come out of it and her back is in pain. The patient indicated that it had been this way for a month now. There were no further complications reported.